Event description:
Microclave broke off when disconnecting-tubing. Is the product compounded: no. Is the product over-the-counter: no. Date the person first started taking or using the product: (B)(6) 2016. Why was the person using the product: to infuse her IV abx.